Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9077842. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Retention samples were examined and no abnormality was found with the packaging. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system packaging was damaged. This was discovered before use. The following information was provided by the initial reporter: the patient came to our hospital for treatment due to bronchial pneumonia, and received infusion treatment with closed intravenous inwalling needle. Patients due to bronchial pneumonia to our hospital treatment, with closed intravenous retention needle for infusion treatment, found that the outer packaging appeared broken.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system packaging was damaged. This was discovered before use. The following information was provided by the initial reporter: the patient came to our hospital for treatment due to bronchial pneumonia, and received infusion treatment with closed intravenous indwailing needle. Patients due to bronchial pneumonia to our hospital treatment, with closed intravenous retention needle for infusion treatment, found that the outer packaging appeared broken.